Event description:
The patient presented with asymptomatic left internal carotid artery (ica) and bilateral proximal anterior cerebral artery (aca) stenosis. The lesion underwent a successful and uncomplicated angioplasty of the distal left ica, left aca a1 segment and left middle cerebral artery (mca) m1 segment. Stents were deployed without issue in the left distal ica and left mca. However, the patient reportedly had a stroke 24 hours post procedure and was noted to have mild dysarthria. The patient reportedly remains in the hospital and is improving.

Manufacturer narrative:
No alleged device malfunction or non-conformance.